Event description:
It was reported that the device could not be interrogated. It was noted that the battery data on (B)(6) 2010 gave an estimate of 7-10 months until eri. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.